Manufacturer narrative:
Investigation summary: it was reported that a patient underwent a procedure with a thermocool® smart touch® sf bi-directional navigation catheter and a clot was noted on the catheter tip. It is not known if the procedure was successfully completed. There was no patient consequence. The device was visually inspected and clot was observed on the tip dome. Then, an electrical test was performed on the catheter and it was found within specifications. No electrical malfunction was observed. Additionally, the catheter was tested on the generator and the temperature and impedance values were observed within specifications. Then, an irrigation test was performed and the catheter failed, this is related to the clot observed on the tip occluding the irrigation holes. A manufacturing record evaluation was performed and no internal actions related to the reported complaint were identified. The customer complaint was confirmed. The root cause of the clot observed on the tip dome cannot be related to the manufacture process since there is evidence that the device was manufactured in accordance with documented specification and procedure. It could be related to the procedure. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Correction to follow-up #1 as populated h2. If follow-up, what type? As "additional information". It should be "device evaluation. Therefore, re-populated. Also did not populate. Device evaluated by manufacturer? Field. Therefore, populated. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. A manufacturing record evaluation was performed for the finished device 30026952l number, and no internal action was found during the review. Manufacturer's ref. No: (B)(4).

Event description:
It was reported that a patient underwent a procedure with a thermocool® smart touch® sf bi-directional navigation catheter and a clot was noted on the catheter tip. It is not known if the procedure was successfully completed. There was no patient consequence. Additional attempts have been made to obtain clarification to this complaint. However, no further information has been made available. The clot has been assessed as a reportable issue. The biosense webster inc. Product analysis lab received the device for evaluation and noted on march 4, 2019 that there was red/brown material on the dome. The catheter was returned in the condition reported as it was reported that there was a clot on the catheter tip. This issue remains reportable.